Manufacturer narrative:
A steris field service technician arrived onsite, inspected the transfer cart, and identified the wheels required replacement. It is most likely the wheels were not properly aligned with the tracks for the transfer cart. This misalignment damaged the wheels and necessitated their replacement. The technician replaced the wheels, tested the unit, and confirmed it was operating according to specification. The transfer cart was returned to service. No additional issues have been reported.

Event description:
The user facility reported that the wheels on their transfer cart were damaged subsequently causing items to fall from the transfer cart. No report of injury or procedural delay or cancellation.